Event description:
It was reported that this electrode was explanted due to a product performance issue. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection of the electrode noted an abrasion in the insulation approximately 7-8 centimeters (cm) from the terminal pin, which exposed the conductors, where one out of the two hvp cables is melted open. This insulation abrasion is consistent with lead-on-can contact. An x-ray performed on the electrode also showed a fracture of the sense a cable and hvp cables approximately 2.5 centimeters from the terminal pin. These fracture characteristics are consistent with cyclic fatigue. Analysis confirmed the allegation made against the electrode in the field.

Event description:
It was reported that this electrode was explanted due to a product performance issue. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.